Manufacturer narrative:
The pod arrived fully deployed. No damages were observed on the soft cannula to contribute to the reported dislodged cannula event. The cause of the reported dislodged cannula event could not be determined. The adhesive pad welds were all observed to be fully intact. No damages were observed to cause the reported failure to adhere event. The cause of the reported adhesive failure could not be determined. No damages were observed on the needle tip under magnification to cause the reported infusion site event. No blood was observed on the pod or adhesive pad. The cause of the reported infusion site event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone 16.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 1 and 4 hours. The adhesive completely separated from their arm, causing the cannula to dislodge. Pain was reported at the insertion site. No treatment was reported.